Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level and the insulin pump buttons were hard to push. The customer¿s blood glucose level was 300 and current was 400 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer did not report any symptoms related to the high blood glucose level. Customer's father declined to troubleshooting for high blood glucose level. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.